Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference number (B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to replace the change the graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to conduct the repair.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.